Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: after infusing for 5 hours, the caresite cracked. Chemotherapy being infused was (5fu) fluorouracil. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical report number (B)(4). This follow up MDR is being submitted retrospectively due to a filing error by b. Braun medical inc. At the time of the reporting. Eight (8) used samples with one packaging were returned for further evaluation. Visual examination noted a crack on the female thread for all samples. No other visual defects were noted. The caresites were pressure tested per specification. The caresites which had a crack on the female thread were noted to leak during testing. All eight returned samples confirmed the reported complaint of leakage. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. B. Braun medical has initiated a corrective action and preventive action (CAPA) to further investigate incidents of this nature. We will maintain this report for future reference, and continue to monitor other reports for similar occurrences.